Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive, requiring multiple presses to elicit a response. The patient stated the buttons on the pump were wearing off. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn over the up arrow button; none of the keypad symbols were worn. During testing, the contrast keypad button was unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored.